Manufacturer narrative:
Field change: b5,h6.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) one year after implant due to cylinder in scrotum, reservoir herniated. The physician believed the patient may have used the implant too soon in his recovery. All components explanted and replaced. Patient is doing well.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to cylinder in scrotum, reservoir herniated. All components explanted and replaced.